Event description:
It was alleged that a patient became disconnected from an af531 full face mask while the patient was using a bi-level positive airway pressure (bipap) device. The reporting facility stated the patient's status had declined and the decision to intubate had been made prior to the alleged event, however the patient required acute attention due to the disconnection from therapy. The patient was in bilateral wrist restraints and unable to alert staff of a problem or pull the mask off herself at the time of the alleged event. The mask was discarded by the reporting facility and is not available for evaluation. The MFR's investigation is ongoing. Upon completion of the MFR's investigation, a follow up report will be filed.